Event description:
It was reported on an unknown tooth site that the abutment does not fit; it continues to become loose. The doctor has changed the screw and tightened the screw several times.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided; patient sex unknown / not provided; weight unknown / not provided; date of event unknown / not provided; lot number unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. Zimvie did not receive one (1) iunihg, certain¿ gold-tite¿ hexed screw for evaluation. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review could not be completed for the iunihg since the lot number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review by item number was performed for the iunihg for similar events and no other complaint was identified. Based on the investigation and risk management file, the most likely root cause determined from the investigation was as follows: abutment screw is not torqued to specification. Therefore, based on the available information, device malfunction could not be verified and, the reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.